Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bronchoscopy guided transnasal endotracheal intubation was performed to assist ventilation. The package of the endotracheal tube was unpacked, the balloon was checked and the balloon was found to be leaking, and the endotracheal tube was replaced immediately. There was no patient injury.